Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on an unknown date and time in (B)(6) 2011. The patient reportedly manages her diabetes with humalog insulin on a sliding scale and she stated she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed that on an unspecified date/time, she developed symptoms of "thirst, nausea and headache." It was not specified whether the patient experienced the symptoms before or after the alleged issue with the subject meter. The patient stated that she went to the emergency room (ER) sometime in (B)(6) 2011 and a blood glucose test was performed on an ER device and she reported a reading of "greater than 700 mg/dl" and was treated with novolog insulin, dose not known. At the time of troubleshooting, the cca noted that he meter was not brand new but based on its usage and the meter's specifications; it did not need a new battery. It was unknown if the patient was using the correct battery type and test strips since she reportedly threw everything away prior to contacting lfs. Replacement products were sent to the patient. Since it is not clear if the injury occurred before or after the use of the subject meter, this complaint is being reported. The patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms and received hcp treatment for severe hyperglycemia.